Manufacturer narrative:
The field service engineer performed a diagnostic check and determined that a motor was losing steps. The liquid level detection cables were replaced, a transfer head was replaced, and a worm gear was cleaned and lubricated. Another check was performed and was correct. A pipetting accuracy check was performed and this was within specifications. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for an unspecified number of patient samples tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No specific patient data was provided. No incorrect results were reported outside of the laboratory.